Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported phenomenon ¿device cannot be started due to a faulty power supply unit¿ occurred because the video function did not work properly due to faulty power supply unit. As to the installation of a non-olympus product, the instructions for use describes the following: "[warning] non-olympus equipment can cause instability of the automatic brightness adjustment." Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera iii xenon light source would not start. The issue was found during inspection for use. There were no reports harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the issue occurred due to a defective power supply. It was also noted that there was dust accumulation and the lamp was non-olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.